Manufacturer narrative:
A beckman coulter field service application specialist (fas) was sent to the customer site to evaluate the dxc 500 au clinical chemistry analyzer. The fas confirmed that patient sample was ran under the wrong patient. The fas evaluated the analyzer did not detect the sample barcode. The probable cause was identified as software malfunction. The customer reloaded the patient sample on another analyzer and obtained correct results to resolve the issue. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 500 au clinical chemistry analyzer reported one (1) patient had mismatching patient results. The patient sample ran on (B)(6), position 2 ran tests under the wrong patient. The patient results for sodium (na), calcium (cala), chloride (cl), bicarbonate (co2), creatinine (crea), glucose (glu), potassium (k), and magnesium (mg) obtained were mismatched, the results did not match the patient tube (sample b). The patient results for patient b were sent to another barcoded patient (sample a) sample identifier (ID): (B)(6) that had previously been programmed on system and not cleared. The erroneous results were not reported outside the laboratory. The affected patient sample was repeated on another analyzer and obtained correct results. There was no report of change to treatment, injury, or death associated to this event.